Event description:
When I began wearing acuvue oasys, I suddenly developed at least 6 severe eye infections, separated by a few weeks. I had eye discharge, watery eyes, and eyes felt itchy. Never wore them overnight, but still woke up with eyes feeling stuck together. I had to remove these contacts in the evenings because my vision was blurry. Contacts feel good when brand new, but only for a few days before problems occur. Eye infections were serious, caused missed work and daily activities. Eyes were extremely red and light-sensitive, nearly impossible to open. Doctor never found another problem causing my infections. I would stop wearing contacts for about a week and a half, wear again, and get another infection 1-2 weeks later. Dose or amount: 1 contact per eye. Frequency: daily wear. Dates of use: (B) (6) 2009 - (B) (6) 2009. Diagnosis or reason for use: near sighted.